Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), approximately five months post tavr procedure (implanted in the USA), the patient was admitted to the hospital in thailand for heart failure. An echocardiogram was performed which showed that the patient had mitral stenosis, mitral regurgitation, and aortic regurgitation. The sapien 3 valve was also observed to have migrated into the ventricle and it appeared that part of valve had torn the mitral leaflets. The migrated aortic valve was subsequently explanted and replaced with a 21mm solosmart valve. A magna mitral was also implanted in the mitral position due to the torn mitral leaflets. The patient was noted to be in good condition at the conclusion of the case and has been moved from the ICU to the general ward.

Manufacturer narrative:
The sapien 3 valve was returned to edwards for evaluation. Visual analysis revealed the frame was bent/distorted, likely due to device explantation. All leaflets were stiffened. The pvl skirt was torn, likely due to bent/distorted frame as a result of device explantation. Host tissue was observed at the outflow side of the valve at c1, c2, c3 commissure tabs and cp1 area. The frame was x-rayed and no crack was observed. No other abnormalities were observed. Due to the condition of the returned valve (distorted frame), no functional or dimensional testing was able to be performed. During manufacturing, the valve and leaflets undergo multiple 100% inspection. The in-process sapien 3 valve is 100% inspected for manufacturing defects before valve holder attachment and after valve holder attachment. Frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch and any deformation. The frame components are 100% dimensionally inspected and 100% inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A DHR and lot history review were unable to be performed as device lot number was not provided. Imaging was not made available for evaluation. Per the instructions for use (IFU), valve migration and mitral leaflet injury requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Additionally, per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the cause of the migration is unknown but may be due patient factors (lack of native annular calcification, cardiac remodeling), procedural factors (improper valve sizing, under-deployed valve) and/or the factors mentioned above. The mitral leaflet injury occurred as a result of the valve migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in thailand, approximately six months post tavr procedure in the aortic position, the patient was admitted to the hospital for heart failure. An echocardiogram was performed which showed that the patient had mitral stenosis, mitral regurgitation, and aortic regurgitation. The sapien 3 valve was also observed to have migrated into the ventricle and it appeared that part of valve had torn the mitral leaflets. The migrated aortic valve was subsequently explanted and replaced with a non-edwards surgical valve. A non-edwards surgical valve was also implanted in the mitral position due to the torn mitral leaflets. The patient was noted to be in good condition at the conclusion of the case and has been moved from the ICU to the general ward.